Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user attempted a supply change on the ilet bionic pancreas and filled the infusion tubing without a cartridge inserted, after which the cartridge would not seat in the pump and the pump displayed an unable to proceed message during the fill process. No clinical signs, symptoms, or conditions were reported. Outcomes included no medical intervention, no hospitalization, and successful completion of a subsequent supply change with new supplies after guided troubleshooting. User support included telephone troubleshooting and education followed by a successful full supply change with new components. Investigation of this case revealed that the event was resolved through procedural correction and replacement of disposable supplies, with no device alerts or alarms reported and no evidence of unintended insulin delivery. It was concluded that the issue was related to use error during the supply change, and normal device function was confirmed through successful dry run and subsequent operation.